Event description:
Note: this report pertains to the third of three events that occurred during the same procedure. A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male pt (age and weight unk) in 2008. According to the complainant, "..the physician used] a third jagtome [with the] the same upn, [but a] different lot#. After cutting 5mm of the papilla, this cutting wire also broke." However, the physician was able to complete the procedure with this jagtome rx sphincterotome. No pt complications were reported as a result of this issue. Refer to associated MFR reports #3005099803-2008-00476 and 3005099803-2008-00477 for description of the first and second event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the exposed cutting wire and the ends of the cutting wire were charred and blackened, (see figure 1, page 3) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include (1) improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any add'l complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted related to this event.